Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during implant the left ventricular (lv) lead dislodged when removing the catheter. After multiple attempts to re-position, the lead, the lead was removed and replaced. No patient complications have been reported as a result of this event.